Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 15, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if the malfunction code appears again.